Event description:
It was reported that the patient had random, non-reproducible shocking sensations in random locations of her body. The shocking was in random locations at random times. The patient denied any trauma. Impedances were ¿within normal¿ , and none showed an short circuit. The managing physician checked the system under fluoro and found no anomalies. The patient stated that the normal stimulation had not changed and she was getting coverage/stimulation where she needed it. There had been no shocking in a few weeks/recently. Diagnostic testing included impedance testing and x-rays. The cause of issue was not determined. The event occurred during normal use. The product status of the implantable neurostimulator (ins) was implanted and remains-in-service. The patient¿s status at the time of this report was alive with no injury. The patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 377875, lot# v001924, implanted: (B)(6) 2008, product type lead (x2); product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).